Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, back-up mode was observed on the device. Technical support was contacted, and suspected the cause of back-up mode was normal end of life (eol). The device was explanted and replaced due to normal eol and the patient was stable following this event with no adverse consequences.